Manufacturer narrative:
The estimate was rejected and the device returned unrepaired to the customer.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and an issue related to the device's system board and internal battery was observed.